Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check, the cs100 intra-aortic balloon pump (iabp) unit had autofill failure issue. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (b4, d1, d2, d3, d4, g3, g4, g6, h2, h5, h11).

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer was sent to investigate the issue. The fse was not able to reproduce the autofill failure. The iabp is functional and after passing safety tests, was returned to the customer for use.